Event description:
The following additional information was obtained by global pharmacovigilance on (B)(4) 2011. This is solicited report by a consumer with supplemental information by a nurse from (B)(6) of muscular wastage, hands were not steady, abdominal pain, constipation, and peritonitis in a (B)(6) male patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date, the patient began treatment with extraneal viaflex, 2l daily last dwell, and on (B)(6) 2011 the patient began treatment with dianeal pd4 unknown bag, five 2l daily exchanges, intraperitoneally (ip), for peritoneal dialysis (pd). The patient contacted baxter technical services for an unrelated issue. Upon follow-up, the nurse reported the following. On an unreported date, the patient developed muscular wastage and hands were not steady. On (B)(6) 2011, the patient experienced abdominal pain. On (B)(6) 2011 the patient experienced constipation. It was verified that the patient felt full due to constipation and not overfill, as previously reported by the patient. On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent. On (B)(6) 2011, remedial treatment began which included citra fleet (sodium picosulphate), indicated for constipation, and treatment for the peritonitis included vancomycin 2gm stat ip and ciprofloxacin 400mg 2x/day orally. On (B)(6) 2011, treatment with ciprofloxacin ended. Hospitalization was not reported. At the time of this report, the events of abdominal pain, constipation and peritonitis were ongoing and the outcome for the events of muscular wastage and hands were not steady were not reported. Dianeal and extraneal therapies remained ongoing. The nurse suspected that the patient contaminated himself due to marked muscular wastage and hands not being steady and that the peritonitis was likely to be a staphylococcus aureus infection. The nurse believed the events of abdominal pain, constipation and peritonitis were unrelated to dianeal pd4 unknown bag and extraneal viaflex therapies. The nurse did not provide an assessment of causality for the events muscular wasting and hands were not steady.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, baxter united kingdom received information form a nurse that the homepatient(hp) had constipation. The hp came to the unit on (B)(6) 2011 to be treated but he was found to have peritonitis. The nurse stated that he had grumbling abdominal pain for a few days prior, this being the probable onset of the event.